Event description:
A customer reported an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received complete pump reset instructions from technical support and successfully reset the pump, restoring its functionality.